Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found that the stent was damaged at its proximal end. The struts on the most proximal row were distorted and misaligned. It was also noted that the stent had moved 4mm distally from the most proximal crimp mark on the balloon material. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device. The device was inserted and removed through a 5fr introducer sheath however resistance was noted at the position of the damage. The stent outer diameter (od) was measured. The stent od at the undamaged portion of the stent was measured and is within specification. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. All the balloon folds were present. The balloon was tightly wrapped, folded evenly and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the device's markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur¿. The recommended method for stent system removal is as follows: ¿the stent system and the guide catheter should be pulled back as a single unit until the tip of the guide catheter is just distal to the arterial sheath, allowing the guide catheter to straighten. Carefully retract the un-deployed stent into the tip of the guide catheter and remove the stent system and the guide catheter from the patient again as a single unit while leaving the guidewire across the lesion¿. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 100% stenosed, 20mm in length, de novo target lesion was located in the non tortuous, non calcified and 3.5mm in diameter right coronary artery (rca). A 3.5 non bsc guide catheter was placed. After a non bsc guide wire crossed the target lesion, a 3.5x20mm emerge balloon catheter was advanced for predilation. The percent stenosis of the lesion immediately after predilation was 99%. Then a 4.00 x 24mm synergy stent was advanced to the lesion however it was noted that the stent was advanced from its right position. The stent delivery system balloon was not inflated. While withdrawing the device back into the guide catheter, some friction was encountered. The device was able to be removed however it was noted that one of the stent struts was deformed. The procedure was completed with another of the same device. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 100% stenosed, 20mm in length, de novo target lesion was located in the non tortuous, non calcified and 3.5mm in diameter right coronary artery (rca). A 3.5 non bsc guide catheter was placed. After a non bsc guide wire crossed the target lesion, a 3.5x20mm emerge balloon catheter was advanced for predilation. The percent stenosis of the lesion immediately after predilation was 99%. Then a 4.00 x 24mm synergy¿ stent was advanced to the lesion however it was noted that the stent was advanced from its right position. The stent delivery system balloon was not inflated. While withdrawing the device back into the guide catheter, some friction was encountered. The device was able to be removed however it was noted that one of the stent struts was deformed. The procedure was completed with another of the same device. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4).